Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s stimulator would not charge fully and would not operate. They stated that they were seeing their neurosurgeon on the 21st (tomorrow). The patient wanted a manufacturer representative (rep) to meet them there. No further complications were reported/anticipated.